Event description:
Doctor tried to remove a clavicle pin that another doctor had put in last fall. While trying to remove it, the pin broke at the junction of the lateral nut. Doctor removed both of the nuts, but could not remove the pin. Tried to use trephine in screw removal kit, taking clavicle bone to get vise grips on it. A piece of the pin remains in the pt; doctor is deciding on next course of action. Surgery extended 1 hour.